Event description:
The surgeon positioned the tyshak balloon 5.0 x 22 in the descending aorta and prepped with removal of all air possible. The balloon was then advanced across the aortic valve and using rapid ventricular pacing at 200 beats per minute the balloon was manually inflated with diluted contrast material. At the end of the balloon inflation the balloon ruptured and was rapidly removed from the patient's body. The surgeon believed there was good inflation prior to the balloon rupture. A second tyshak balloon 5.0 x 23 was advanced into the descending aorta where it was prepped with removal of all air possible. The balloon was advanced across the aortic valve and manual inflation was performed with pacing at 200 beats per minute. The balloon was then pulled back in to the ascending aorta. The surgeon then advanced the balloon once again across the aortic valve and using rapid ventricular pacing at 200 beats per minute the balloon was inflated. At peak inflation the balloon ruptured. This balloon was rapidly removed from the patient's body. The surgeon believed that there was good inflation prior to the balloon ruptures and concluded the procedures. The surgeon stated there was no immediate complications during the procedure.